Manufacturer narrative:
Investigation summary: the actual event unit was not returned for evaluation; however, four (4) sterile units were returned from the same lot. Engineering performed a visual inspection and no non-conformances were observed. Although the root cause remains unknown as the actual event was not returned for evaluation, it is important to note that the bag can tear if contact is made with a sharp instrument. The instructions for use state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4) ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "the bag broke with minimal traction. During my conversation with the surgeon I did discover that he did use a kelly clam to expand the incision. I have taken a few pictures of the bag. Please instruct me as to where I need to send the pics. They pulled the remaining bags from the lot number and gave them to me to send back to applied. Thank you, (B)(6)." Patient status ok.